Manufacturer narrative:
Device evaluation: the device in question was received by edwards, visually evaluated, then functionally tested; results indicate the following: as received, leaflet coaptation in air appears normal. There is minor damage to the cloth and sewing ring that presumably occurred during implant or explant. There is transmural tissue damage on the free edge of leaflet 2 at the center of coaptation. This damage was most likely caused by a sharp object or tool. This type of tissue damage would not pass edwards' visual inspection and is likely to have occurred during implant or explant procedure. X-ray imaging reveals that the wireform and stiffener band are intact. No echocardiography recording was provided, thus the reported behavior and functionality for the valve in vivo cannot be confirmed. Functional testing was performed in a pulse duplicator under normal physiological conditions: 5 liters per minute, 70 beats per minute and 100 mmhg mean aortic pressure. There is no evidence of a central hole at the fully closed position. The total regurgitant fraction (trf) is 2.9%, which is more than three times lower than the 10% maximum trf allowed for this size valve per established standards. Review of the manufacturing and inspection records related to this device was completed, and the results show that the device met all manufacturing specifications. Conclusions: edwards investigation indicates no device quality deficiency or malfunction that may have caused or contributed to this event. These events are typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient's anatomy, and not a malfunction of the device. No further action required at this time.

Manufacturer narrative:
The explanted device has been returned to edwards, however, evaluation has not yet been completed. Device is currently undergoing functional evaluation. Device evaluation results and conclusions, as well as manufacturing review, will be reported once completed.

Event description:
It was reported that an edwards valve aortic valve model 3300tfx-23mm was explanted at implant due to 2+ aortic insufficiency (ai), then replaced with same model/size device with no further complications. Report indicates the surgeon had implanted a 3300tfx-23mm and when he came off pump, he had 2+ ai. The surgeon thought he might have restricted a leaflet with his aorta closure so he did a patch on the aorta to give the valve more space. Came off pump and again had the same ai. Echo cardiographers examined the valve and although they could not completely rule out a pv leak, the general consensus was that the ai was within the valve. The valve was explanted and replaced; while explanting the first valve, the surgeon commented that he could not see any gaps between the sewing cuff and the annulus so he did not suspect a pv leak and that the valve looked normal. He could not tell the source of the leak so he just decided to replace it with another valve. The patient is fine after the surgery.